Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we had a patient today who had a crack/hole develop in their PICC line... This PICC was a double lumen PICC placed (B)(6) 2021." The PICC was removed. Add info rcvd 05/25/2022: what type of catheter securement was utilized? Stat lock and tegaderm dressing.